Event description:
It was reported to philips that the azurion device would not product x-rays when commanded. The device was inside clinical use at the time of the event. No patient harm was reported. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a treatment was proceed when the issue happened. The treatment was continued in that room. The philips field service engineer (fse) inspected the system onsite and confirmed that issue was related to wired footswitch. Review of the system log file showed that there was footswitch pedal internal switch failure. The fse replaced the wired footswitch to resolve the issue. After replacing the wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.